Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the allegation was confirmed due to a defective socket component on the rear panel assembly. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The olympus representative reported for the customer that the visera 4k ultra high-definition camera control unit was not receiving an image on channel "a." There were no reports of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the cause of the faulty defective socket component could not be identified. Olympus will continue to monitor field performance for this device.